Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant interface. Cement manufacturer is from depuy. Patient states no trauma to the knee but surgeon states patient isn¿t very compliant. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.